Manufacturer narrative:
1.customer communication. When checking product complaint information on FDA website on february 28,2025, we found one case about puncture needle product was reported to FDA in january 2025.this case was related to blood leakage- slow blood leak through needle soft tubing at hub connector. In order to further investigate, we asked fresenius to confirm clinical information with the client on (B)(6) 2025. We received some clinical information by email, but complaint sample was not received. 2.production lot record investigation: no complaint related non-conformances or capas was found during the batch review investigation. 3.retained sample test: 3.1 check the information of primary package is confirmed it is accordance with drawing requirement. The appearance of a.v. Fistula needle set is confirmed that there is no tubing damage. 3.2 fill the fistula needle with water at (36-38) degree celsius, seal one side of the needle, and apply a positive pressure of 100kpa (750mmhg) to the other side for at least 10mins, and then visually inspect the fistula needle. There is not any leakage on the fistula needle. 4.root cause analysis: the customer complained that a needle exhibited a slow blood leak through the soft tubing at the hub connector, which might be caused by the damage tube. Reviewing our complaint history, the probability for tubing with small hole is low. The root causes are analyzed from five aspects: man, machine, material, method and environment. Man: the a.v.f needle is assembled by an automated device and inspected by an inspector. The inspector may not have detected the tubing damaged. Machine: the a.v.f needle is assembled by an automated device. During assembly, there will be some mechanical hands to pick up the tubing. We suspect that the mechanical hands may hurt the tubing when it is picked up due to accidental fluctuations in the equipment. Material: it has nothing to do with that factor. Method: it has nothing to do with that factor. Environment: it has nothing to do with that factor. Based on the above analysis, we suspect that the cause of tubing damage may be the mechanical hands may hurt the tubing when it is picked up due to accidental fluctuations in the equipment. The inspector may not have detected the tubing damaged. This is a very rare occurrence. We have checked all the mechanical hands to make sure that they are free of burrs, that the tubing is not damaged during closure. We increased the inspection frequency of the manipulator from once a quarter to once a month and added it to the monthly inspection items. We will conduct training for all inspection personnel, focusing on tubing holes. In addition, it is suggested that when using dora disposable a.v. Fistula needle sets (safety needle series), pleas refer to instruction for use. 5.direction for use: screw out cap from female luer lock and fill up tubing with normal saline to exclude air inside. 6.precautions in use: during insertion and intermittently during the treatment, perform visual inspection of the needle and connections to blood tubing with particular attention to blood leaks. Do not cover the insertion site or needle/tubing connection part with blanket or clothes to? Reduce? Accidental? Disconnection. Note that variability in luer connectors and blood lines may predispose them to blood leakage or separation of the needle from the connector. Ensure that the male and female luer connectors are intact by visual inspection. If this product can not be tightly connected or presence of air bubbles and no improvement is achieved, please replace it with another new product. Any abnormal condition should be properly treated under the direction of physician. 7.warning: accidental disconnection of needles from the blood lines may not result in an alarm by the hemodialysis machine. Since disconnection may result in significant blood loss and cause patient injury or death, observe for blood or air leaks. If leaks are detected, stop the treatment immediately.

Event description:
According to information from maude database, one healthcare staff reported that on a bain fistula needle 16gx1, 25mm, slow blood leak through needle soft tubing at hub connector resulting in moderate blood loss.this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).